Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations associated with the complaint lot and complaint issue. Additionally, in-house sensitivity testing was conducted for complaint lot 61592fz00, which concluded testing met acceptance criteria indicating the product is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag reagent, lot 61592fz00, was identified.

Event description:
The customer reported a false non-reactive alinity I hbsag result generated for a patient with abnormal liver function. The following data was provided: surface antigen result = negative, e-antigen and core antibody result = positive roche platform surface antigen result = negative, e-antigen and core antibody result = positive elisa platform surface antigen results = positive, e-antigen and core antibody result = positive hepatitis b dna viral load is high. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - facility name complete entry = (B)(6) hospital. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p08 that has a similar product distributed in the us, list number 04p53.

Event description:
The customer reported a false non-reactive alinity I hbsag result generated for a patient with abnormal liver function. The following data was provided: surface antigen result = negative, e-antigen and core antibody result = positive, roche platform surface antigen result = negative, e-antigen and core antibody result = positive, elisa platform surface antigen results = positive, e-antigen and core antibody result = positive, hepatitis b dna viral load is high. No impact to patient management was reported.